Event description:
The customer reported the unit does not operate on ac power. N pt involvement was reported.

Manufacturer narrative:
(B)(4). The complaint is still under investigated. A f/u report will be submitted once the investigation is complete.